Manufacturer narrative:
Product complaint # (B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The complaint sample was received from for evaluation. When sample packed was opened, suction port was found broken. It looks that the sample was notched from the nrv area. In manufacturing process, this detect can be identified during non refulx valve assembly, silicon oiling and finally 100% functional test. After final packaging, 100% inspection is being carried out by qc. This defect can not be generated during manufacturing process and can be identified during 100% inspection and this defect is easily detected. Retain sample of the same lot were checked visually and found within the specified criteria. There was no defective manifold observed on drain. The following information has been requested however not received. If the further details are received at a later date a supplemental medwatch will be sent. Was the reservoir bulb used on the patient? How was the reservoir bulb defective? Were there any patient consequences? Is the device available to be returned for evaluation? If so, please provide the status of the return and any available tracking information.

Event description:
It was reported a patient underwent an unknown procedure on (B)(6) 2020 and a reservoir was used. The drain reservoir was defective at the time of assembly, so replacement was necessary. It was discovered during analysis the reservoir was broken.